Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that a delay in the reporting of test results occurred with an atellica ch 930 module of an atellica solution instrument. The ccc found the customer was using the emergency sample loader to load a single sample because of interoperability issues with vessel movement module and sample handler prime modules of the atellica solution instrument. The ccc instructed the customer to reboot the process control computer and this action resolved the interoperability issues with vessel movement module and sample handler prime modules of the atellica solution instrument. The cause of the delay in reporting test results was an interoperability issue with the vessel movement module and sample handler prime modules of the atellica solution instrument. The instrument is performing within specifications. No further evaluation of this device is needed.

Event description:
The customer contacted siemens to report that a delay in the reporting of test results occurred with an atellica ch 930 module of an atellica solution instrument. The sample was tested for the calculated tests hemolysis, icterus and lipemia and for carbon dioxide, sodium, potassium, chloride, glucose, creatinine, calcium and urea nitrogen. There are no known reports of adverse patient intervention or adverse health consequences due to the delay.